Manufacturer narrative:
The lot number was provided for 5 out of 19 malfunctions, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the nineteen malfunctions. Therefore, the investigation for nineteen reported malfunctions are confirmed for perforation. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no: gfsi2169, gfqa2993, unknown).

Event description:
A review of the reported information indicates that model rf310f vena cava filter allegedly experienced perforation. These reports were received from various sources. The nineteen malfunctions involved patients with no consequences. Of the nineteen malfunctions, eight were female and eleven were male. Nineteen patient's ages ranged from 34-85 years and seven patient's weights were provided a 67 and 111 kgs. All other patient's weight was not provided.